Event description:
Healthcare professional reported right side rupture. The device has been replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "rupture".

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: underweight crease fold and wear abrasion. A microscopic analysis was performed which identify sharp opening in the posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening in the posterior side assessed as unidentified (tear) opening. A opening smooth on posterior assessed to a smooth opening. Non-penetrating nick(stress marks).

Event description:
Healthcare professional reported right side rupture. The device has been replaced.